Manufacturer narrative:
(B)(4) a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An initial procedure was performed on (B)(6) 2016. The rod (179762480) was used to stabilize l5-s. On an unknown date, it was found that the rod had been broken off. The patient will undergo a revision and reinforcing procedure for replacing the rod on (B)(6) 2019. The surgeon evaluated severity on the patient's adverse effect as "mild to moderate." Because this event has not led to nerve damage or worsening sickness to the patient. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device.